Manufacturer narrative:
(B)(4) correction/removal reporting number: 1627487-12192011-003-r sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4)

Event description:
It was reported the patient has been unable to recharge his ipg and has not been receiving stimulation for several months. The sjm representative confirmed the issue. Surgical intervention may be pending to address this issue.